Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The issue was resolved by using a non-tandem charging cable, and technical support informed the caller that using third-party charging supplies is not recommended unless for troubleshooting. A replacement tandem wall adapter and charging cable were sent to the customer via two-day shipping.